Event description:
It was reported that this pacemaker system exhibited undersensing on both the right atrial (ra) lead and right ventricular (rv) lead. The patient experienced atrial fibrillation (af) with rapid ventricular response, however, boston scientific technical services (ts) confirmed no therapy was inhibited due to the undersensed beats. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.